Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ . ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male was being implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient presented with chest pains and was diagnosed with non-st-elevation myocardial infarction with cardiogenic shock. The patient was placed on impella cp to support percutaneous coronary intervention (pci). During the procedure, the patient developed a large hematoma at the impella cp insertion site overnight. The impella was explanted early due to the hematoma.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.